Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the foot was deployed to feel tactile sensation of the foot against the anterior wall of the artery; however, the device became stuck. In an effort to put the feet down to advance the device forward, the proglide device separated at the guide but was still held together by the actuator wire. A surgical cut down was performed to retrieve the proglide device. The device was retrieved with the foot plate intact. No vessel damage occurred. No resistance was noted during advancement of the device into the anatomy. The patient was under general anesthetic for the evar procedure. The evar procedure was completed and hemostasis was achieved via surgical suturing. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Additional information was received stating that the suture deployment was performed. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported guide break was confirmed. The foot retraction issue could not be tested/ confirmed due to the condition of the returned device. The entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.